Event description:
The event is reported as: complaint alleges: it was reported that during the surgery the second clip was distortional and shed off causing patient's bleeding. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A device history record (DHR) review did not show issues related to complaint.